Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. It was reported to depuy mitek that the single use complaint device expressew ii needle had been reprocessed and reused approximately ten times prior to the tip breaking off of the device. The instructions for use for the product states ¿the expressew ii or expressew iii suture needle is for single use only. Do not resterilize or reuse the suture needle. Reuse of the needle may cause the needle to fatigue and break, which could cause patient injury.¿ the root cause for this failure mode is likely the multiple re-sterilization and reuse of this single use device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
When the surgeon was suturing the rotator cuff with the product, the tip of the needle was broken. The case was completed with the broken piece remained in the patient's body. The piece was confirmed by post-op x-ray. It was reported the product had been reprocessed for about 10 times before the incident occurred. The backup device was used to complete the case. Additional information received from our affiliate on (B)(6) 2014 confirmed the single use complaint device had been reprocessed and used in about 10 prior surgical procedures prior to the complaint event. The re-processor was unknown, however the facility admitted the complaint device had been reprocessed. When asked for the current condition of the patient, it was reported that there is no problem with the patient.

Event description:
When the surgeon was suturing the rotator cuff with the product, the tip of the needle was broken. The case was completed with the broken piece remained in the patient¿s body. The piece was confirmed by post-op x-ray. It was reported the product had been reprocessed for about 10 times before the incident occurred. The backup device was used to complete the case. Additional information received from our affiliate on (B)(6) 2014 confirmed the single use complaint device had been reprocessed and used in about 10 prior surgical procedures prior to the complaint event. The re-processor was unknown, however the facility admitted the complaint device had been reprocessed. When asked for the current condition of the patient, it was reported that there is no problem with the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.